Manufacturer narrative:
Additional information: report source. "Literature" added.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the coronary artery occlusion and pulmonary edema cannot be confirmed. In addition to the procedure itself, patient factors (valvular calcification, 2-vessel cad) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article/poster: minato, h., kazumi, f., moriyama, n., tatsuyuki, k., takahashi, s., inagaki, k. (2016). ¿nitrogen monoxide inhalation at the time of withdrawal after emergency va-ECMO in transcatheter aortic valve indwelling procedure. A case in which it was effective.¿ japanese society of cardiovascular anesthesiologists. Retrieved from: http://www.jscva.org/annualmeeting/2016/program/poster.pdf

Event description:
As reported by our edwards lifesciences affiliate in japan and as reported in an article/poster, ¿nitrogen monoxide inhalation at the time of withdrawal after emergency va-ECMO in transcatheter aortic valve indwelling procedure. A case in which it was effective¿, during a transapical tavr procedure, following balloon aortic valvuloplasty (bav), the patient¿s systolic pressure stayed in the 50¿s mmhg. Percutaneous cardiopulmonary support (pcps) was initiated. A 23mm sapien xt valve was then implanted with 1ml less than nominal volume. Post valve deployment, the patient developed vfib and defibrillation was performed. The patient returned to normal sinus rhythm. However, the patient¿s pressure did not rise. Cardiac massage was started and the flow volume of the pcps was increased. Coronary angiography revealed a coronary occlusion of the lad. A stent was implanted, resulting in the recovery of the left ventricle wall motion. Pulmonary hemorrhage/edema was also observed. Nitric oxide (no) was given to avoid hypoxemia due to the acute pulmonary edema and it was decided the patient would be monitored. The patient¿s pressure gradually returned to 134/70mmhg with a heart rate of 70bpm. Post-dilation of the valve was then performed with nominal volume. Final assessment of paravalvular leak was trace. The patient was hemodynamically stable and weaned off of the pcps. On post-operative day 2, the patient¿s general condition was recovering and the no was stopped. On pod3, the patient was extubated. On pod5, the patient was transferred out of the ICU. The native annular diameter measured 21.3mm by CT with a valve area of 0.65cm2. Information concerning the degree of valvular calcification was not provided.